Event description:
The cusotmer reported that during the collection procedure, there was a blood leak from the connection between y-connector and the port on a single bag (bag a). Patient information is not available at this time.this report is being filed in response to the customer filing a sae report with their local authorities on (B)(4) 2013.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The set was leak tested. There was a leak path in the single side of the y bond into the bag socket. There was solvent present but a large leak path still occurred. There wasn't a gap present in the bond. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no events that would have contributed to the leak that was experienced by the customer. Root cause: the root cause for the leak from the connection between the y connector and the port on single bag a is likely related to a manufacturing defect, in which an operator failed to properly apply solvent to y-connector during production. Corrective action: the manufacturing staff was made aware of this incident and retrained to the appropriate procedures.